Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the patient had his line placed at facility. His treatment is to finish on 5/15 of 6 weeks of IV cefazolin q 8 hrs. Health care professional called and reported that the patient's "PICC was leaking at the site" and the home health wanted the line to be pulled. Staff reported that the patient will need treatment until his apt on 5/20. Patient arrived, PICC noted to the in upper extremity, a 4 fr single lumen clamped line. There was a silver patch noted upside down above the insertion site and a white end cap on the tip. The patient and wife report that for the last couple of days fluid has been coming out of the site. The wife reports that they "have had nothing but trouble" since the line was placed. She reports that the patient has to be sitting up in the chair to receive the infusion. If he lays down, they were not able to flush the line. The home health had trouble with the PICC as well and had changed the end cap a couple of different times. The patient is also rolling walker dependent. On assessment of the PICC, health care professional was able to flush one cc and fluid immediately came out of the insertion site. No more fluid was instilled. Chest x ray obtained. No known impact on the patient. Powerglide midline was placed to the r cephalic until follow up with the doctor. When removing the PICC to the l upper arm, health care professional could feel a kink at the 6 cm mark. Line removed intact at 50 cm. Once line was removed, flushed the line again and right at the 6 cm mark was a hole that the saline was coming out of it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The returned product sample was evaluated and a longitudinal split was observed in the catheter tubing between the 5 cm and 6 cm depth markers. No evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the patient had his line placed at facility. His treatment is to finish on 5/15 of 6 weeks of IV cefazolin q 8 hrs. Health care professional called and reported that the patient's "PICC was leaking at the site" and the home health wanted the line to be pulled. Staff reported that the patient will need treatment until his apt on 5/20. Patient arrived, PICC noted to the in upper extremity, a 4 fr single lumen clamped line. There was a silver patch noted upside down above the insertion site and a white end cap on the tip. The patient and wife report that for the last couple of days fluid has been coming out of the site. The wife reports that they "have had nothing but trouble" since the line was placed. She reports that the patient has to be sitting up in the chair to receive the infusion. If he lays down, they were not able to flush the line. The home health had trouble with the PICC as well and had changed the end cap a couple of different times. The patient is also rolling walker dependent. On assessment of the PICC, health care professional was able to flush one cc and fluid immediately came out of the insertion site. No more fluid was instilled. Chest x ray obtained. No known impact on the patient. Powerglide midline was placed to the r cephalic until follow up with the doctor. When removing the PICC to the l upper arm, health care professional could feel a kink at the 6 cm mark. Line removed intact at 50 cm. Once line was removed, flushed the line again and right at the 6 cm mark was a hole that the saline was coming out of it. Additional information received: no negative outcome was reported.